Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. Customer changed pump supplies to address the issue. Customers blood glucose ranged from 180-220 mg/dl.